Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument screw fell off. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. D4. Lot number: k10240909 0369. D4. Unique identifier (UDI #): (B)(4). H4. Device manufacture date: 09/09/2024. H8. Usage of device was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.